Event description:
It was reported through the attorney for the patient, as a result of a legal claim, that allegedly the patient received a trident ceramic on ceramic hip system. It was further alleged that, the patient is experiencing squeaking and discomfort in the area of his hip.

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs. No additional information is available at this time. Therefore, the exact cause of the reported event cannot be determined. Not returned.

Manufacturer narrative:
An event regarding squeaking involving a trident alumina insert was reported. The event was not confirmed. Medical records received and evaluation: a review of the provided medical records indicated, ¿there is no documentation of any clinical problems referable to this patient¿s left total hip arthroplasty.¿ device history review: a device history review confirmed all devices accepted into finished goods conformed to specification. Complaint history review: a complaint history review confirmed no other similar events for the reported lot code. Conclusions: the exact cause of the event could not be determined because of a lack of information. Further information such as medical records discussing the reported event, x-rays, and an evaluation of the reported device (if explanted) are needed to complete the investigation for determining the root cause.

Event description:
It was reported through the attorney for the patient, as a result of a legal claim, that allegedly the patient received a trident ceramic on ceramic hip system. It was further alleged that, the patient is experiencing squeaking and discomfort in the area of his hip.